Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent capture at high thresholds. The lead was also noted to have no slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.